Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. The pump was received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. The full functional test was unable to be performed due to blank display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of moisture damage to their insulin pump. The customer states the pump was submerged under water. The customer's blood glucose level at the time of incident was 182mg/dl. The customer was advised the pump would be replaced and returned for analysis.